Event description:
The recipient is reportedly experiencing intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed torn silicone overmold on the bottom cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be verified at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The residual gas analysis test exceeded the testing limit. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issues from one feed thru vendor. A corrective action was implemented. Feed thru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.